Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the surgeon had ¿clipped her wire.¿ ever since the shocking when it was turned on after the surgery, the patient stopped using the device. The surgeon noted that the spinal cord stimulator (scs) was not affected by her surgery in any way. A meeting was to take place the week following this report to interrogate the battery. It was then noted that 2 months prior to (B)(6) 2014, the patient had jumped out of bed and heard a pop. Her lower back swelled, she could feel a lump, and could feel the lead moving on l4 and l5. ¿it also hits both sciatic nerve pain both left and right leg.¿ the patient had never had pain on the right leg before. The patient was almost weaned off of morphine. The lead had to be moved due to the surgeon needing to chisel some spurs on l5. It was unknown if one of the leads broke. It was noted to just be scar tissue. Follow-up was performed to determine if any reprogramming was needed, if any troubleshooting or intervention occurred, and if the patient was receiving effective therapy. This event will be updated if additional information is received.

Event description:
It was reported that after a back surgery, the surgeon told the patient he had to ¿move one of the wires¿ during surgery. Since then, the patient experienced shocking whenever the device was on. A company representative planned to see the patient on (B)(6) 2014. The patient¿s status was alive with no injury. Additional information regarding the visit on (B)(6) 2014 was requested, including diagnostics, interventions, and outcome. If received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3888-33, lot# v638051, implanted:(B)(6) 2011, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3888-33, lot# v498130, implanted: (B)(6) 2011, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3888-33, lot# v638051, implanted: (B)(6) 2011, product type: lead. Product ID: 3888-33, lot# v498130, implanted: (B)(6) 2011, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
It was reported that the patient had opted to have their system removed. The patient noted that their spinal fusion doctor told them that they cut a wire during the fusion surgery so it was thought that the cut wire was where the shocking was originating.